Event description:
Customer reported hospitalization due to high blood glucose. Customer became ill. Customer was unable to unlock the keypad. Assisted customer with unlocking the keypad. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.